Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6 (health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter mail), g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (health impact and clinical code). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse checked the leak status of the connections on each helium gas line. The fse found that gas was leaking from the connection with the helium gauge on the main cart. The fse retightened the connection. An operation inspection was performed with good results. The iabp was returned to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium gas depletion quickly during use. There was no harm reported

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium gas depletion quickly during use.